Manufacturer narrative:
Device was programmed with precise time and date. Insulin pump passed the displacement, rewind, self test, unexpected restart error test, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Device was tested with a water fill test reservoir and no bubbles anomaly was noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that there was no insulin being delivered and customer's blood glucose was 500 mg/dl. Customer's blood glucose at time of call was 278 mg/dl. After troubleshooting, insulin did exit the tubing. Device passed the high pressure test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.